Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In the recording period between (B)(6) 2018 and (B)(6) 2019, the right ventricular pacing impedance was recorded steady around 650ohms, before it rose in the beginning of (B)(6) 2019 gradually from 650ohms to 950ohms at the end of the recording period, in the end of the recording period the impedance dropped rapidly from 950ohms to 770ohms. The pacing threshold was steady around 0.6v before it rose in the beginning of (B)(6) 2019 from 0.6v to 1.0v in (B)(6) 2019, where it stayed steady till the end of the recording period. In the available iegm episode recorded on (B)(6) 2019, artifacts were visible in the right ventricular channel. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approx. 30 months a lead check was triggered. Intermittent loss of capture and noise was observed during interrogation. X-ray showed lead damage in the subclavian area.